Event description:
The customer reported that during a riutine check of the unit prior to use on a pt, the unit's display was yellow. The pt was switched to another unit and therapy was initiated. No pt injury was reported.